Manufacturer narrative:
Date of event: unknown. Additional lot number #: 7033587, additional expiration date: 06/30/2018, additional manufacture date: 02/02/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there were platelet clumping issues.